Event description:
The customer reported that they were unable to acquire pads/paddles ECG during a pt event in an ambulance. The users switched to a different defibrillator to treat the pt. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.